Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon reviewing the electrogram, the implantable cardioverter defibrillator showed post paced t-wave oversensing. The device was reprogrammed to resolve the issue. No further information was reported.